Manufacturer narrative:
During a basilar artery top aneurysm coil embolization without calcification or tortuosity severe resistance was encountered while advancing a 6 mm x 26 cm presidio 10 cerecyte microcoil (pc4100626-30/j10517) through an unspecified excelsior sl10. The presidio then kinked at around the proximal section of the microcatheter. Therefore, the presidio was safely removed and replaced for a new one (pc4100626-30, lot unknown). It was reported that it is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury or complications reported. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment of the coil observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. It is unknown if there were any kinks in the microcatheter. It could not confirm that the coil remained attached to the system after removal; however, it was reported that the device was safely removed from the patient without requiring further intervention. The product is unavailable for evaluation and no additional information is available. It is possible that clinical/procedural factors and the concomitant device may have contributed to the reported event; however, with review of the reported information and without the return of the device for analysis no conclusion can be made. A review of the manufacturing documentation associated with presidio lot j10517 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for ba-top aneurysm that was not calcified and not tortuous. The event happened during coil introduction. It was noted that while advancing a presidio (pc4100626-30/j10517, complaint product) in an unspecified excelsior sl10, the physician experienced severe resistance. Then, the presidio kinked around the proximal section of the microcatheter. Therefore the presidio was safely removed from the patient and was replaced for a new one (pc4100626-30, lot unknown). It is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.